Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the ser plastipak 10ml ll 40x8 al had foreign matter, the following information was provided by the initial reporter: service reports that during the preparation of the room for coronary arteriography, (1) 10cc syringe with black spots is evidenced, so it is necessary to change it. Additional information received on 11jun2025 - could you confirm black spots located in plunger or barrel? Response: black spots were found on the syringe plunger.

Manufacturer narrative:
DHR, analysis of maintenance records and quality notifications were carried out, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the complaint. Our manufacturing process is validated against defined acceptance criteria, and the incident identified in this complaint will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.

Event description:
No additional information provided.